Manufacturer narrative:
UDI #: (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
The abbott medical optics research and development (r&d) reported the compact intuitiv console froze up during a clinical study. The initial report indicated that there was no patient involvement reported and no patient treatments delayed or cancelled.

Manufacturer narrative:
The phacoemulsification machine was examined and tested at the customer location by an amo field service specialist (fss). The fss confirmed the unit would freeze up. The fss replaced the subsystem controller printed circuit board to resolve the freezing issue. The fss performed a field service checklist. The system was verified for all modes of operations. The system met amo specifications. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Serial #: there was a typo in the initial report, which serial# (B)(4) was listed. The correct serial number of the device is (B)(4). Documentation, labeling, trending and risk reviews for this equipment were performed. The trend review shows that there is not a recognizable adverse trend. The risks and mitigations associated with the received complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. The review of the device history record (DHR) for this system was also performed which showed that there were no issues or non-conformities and that the system and its components met all specifications prior to being released. All pertinent information available to abbott medical optics has been submitted.